Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 2 of 2026 for the sapien 3 ultra resilia valves. Multiple events were identified to have occurred outside of tvt guidelines. This event involved tricuspid pulmonary embolism at 5 days post-implant of a 29mm sapien 3 ultra resilia valve for a 51-year-old female.

Manufacturer narrative:
The event documented in this complaint was received by ew from the transcatheter valve therapy (tvt) registry during quarter 2 of 2026 for the sapien 3 ultra resilia valve. This event was identified to have occurred in the tricuspid position. Therefore, the event does not meet FDA's summary reporting exemption (rwd2600105) criteria for tvt registry adverse events. The device identification (di) number for a 29mm edwards sapien 3 ultra resilia transcatheter heart valve is 00690103215823. The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure include thrombus formation, plaque dislodgment, and embolic events (air, calcific material, thrombus) that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. Pulmonary embolism (pe) is defined as a blockage in one of the pulmonary arteries in your lungs. In most cases, pulmonary embolism is caused by blood clots that travel to the lungs from the legs or, rarely, other parts of the body (deep vein thrombosis). Because the clots block blood flow to the lungs, pulmonary embolism can be life-threatening. However, prompt treatment greatly reduces the risk of death. Taking measures to prevent blood clots in your legs will help protect you against pulmonary embolism. Risk factors for pe are heart disease, recent surgery, prolong bed rest or long trips (sitting in a car or plane), smoking, obesity, supplemental estrogen, and pregnancy. During the tvpr procedure it is the natural tendency of the body to form clots on foreign objects in the vascular space. Patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The device training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure'specific training manuals, and proctored procedures. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.